Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. The knot of the proglide devices were advanced; however, hemostasis was not fully achieved, so a third proglide was deployed. Reportedly, when advancing the knot of the third proglide with the knot pusher, a suture break occurred. A fourth proglide was deployed and although bleeding had slowed down, manual compression was applied to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.